Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a deep scratch one the lcd screen. The customer¿s blood glucose level was unknown. The customer stated that they can not read the pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with minor scratch to lcd screen.